Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported patent had an infection and irritation at the stoma site. Per patient, this has been ongoing for some time. There is green discharge. Md prescribed oral antibiotic amoxicillin twice a day for one week. On (B)(6) 2021 it was reported the antibiotic has been completed. The stoma site is still red but is a little bit better.